Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after disconnecting system from wall power and reconnecting to another outlet, the system would not turn on. The field representative (rep) reported black screens and no power button illumination after attempting to power the system on. Patient present, navigation aborted. No known impact to patient outcome. There was a less than one hour surgical delay. Troubleshooting was performed, the rep confirmed no noise heard from the uninterruptable power supply (ups) when connecting system to wall power. The outlet in use was a known working outlet. The system was stored plugged in to wall power. The rep flipped the battery disconnected switch with no resolution. With the battery disconnect flipped, the rep removed the system from wall power for 30 seconds and reconnected with no resolution ,no noise was heard from the ups. The suspected cause was noted to be the battery or the ups.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733627, serial/lot #: unknown and product ID: 9733625, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.